Event description:
It was reported that a motor stall occurred, which was confirmed in the event logs with no motor stall recovery recorded. The motor stall occurred after the patient had a magnetic resonance imaging (MRI) study on the date of report. The pump was delivering gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information received reported that the motor stall recovery occurred. The pump was stalled for two hours. The patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).